Event description:
Cq service was notified via email that the internal and external tubing of this device was discolored and suspect for contamination. The customer requested a device buy-back, and submitted photos to cardioquip for review. Cq director of operations and epidemiologist reviewed the photos, and recommends that the device receive hpc testing to gain a quantitative analysis of water quality. This issue was identified on (B)(6) 2023, no patient involvement was reported.

Manufacturer narrative:
Cardioquip was notified via email of the customer's concern of contamination within their device on (B)(6) 2023. After reviewing photos of the device, due to the discoloration of the tubing, cardioquip epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the recommendation via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq service was notified via email that the internal and external tubing of this device was discolored and suspect for contamination. The customer requested a device buy-back, and submitted photos to cardioquip for review. Cq director of operations and epidemiologist reviewed the photos, and recommends that the device receive hpc testing to gain a quantitative analysis of water quality. This issue was identified on 08/17/2023, no patient involvement was reported.